Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed

Event description:
It was reported the handle failed insulation test.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The handle was visually inspected for damages, and there is a separation between the insulation and the distal tip. The handle fails the insulscan test at the gap in the insulation. The probable root causes could be normal wear, improper sterilization methods or user misuse. Gtin: (B)(4).

Event description:
It was reported the handle failed insulation test.